Manufacturer narrative:
Patient identifier was not available from the site. Device manufacture date was not available at the time of this report. The device has not been returned for evaluation. A replacement position sensor unit (camera) was sent to the site and the issue was reported to be resolved.

Event description:
A medtronic representative called in and stated that during a (B)(4) case, they were having issues with the frazier suction. At first it was difficult to verify and was returning a distance to divot error. She said that after changing the angle/manipulating it in the divot (without applying significant pressure), they were able to get it to verify and it would track with green status. However, she noted that the accuracy was slightly off (did not specify amount). In addition, after removing it from the field and bringing it back, she said that it would show red status and would require re-verification. She was unable to ascertain what the geometry error of the suction was but said that the spheres were new. There were no reported problems with any of the instruments used in the case and there was no impact to the patient, case completed successfully.